Event description:
It was reported that the hcp attempted a study four hours ago. The hcp tried for two hours to access cap and was unsuccessful. The patient is now not receiving relief from the patient therapy manager as he previously had. The reporter planned to contact the hcp for further information regarding the patient's lack of paint relief.